Manufacturer narrative:
During inspection and testing, the blank display with a b30 error message was found to be due to a faulty plug unit. The coating was peeling from the insertion section due to deterioration. In addition, service found the scope connector cover unit was corroded due to water leakage. The venting connector was corroded. The adhesive on the bending section cover was cracked. Due to the adhesive peeling at the bending section cover, the insulation resistance value did not meet specification. Due to wear of the angle wire, the bending angle in the up direction did not meet specification. The universal cord was deformed. The insertion tube had a deep scratch. The investigation is ongoing; therefore, the root cause of the reported issues cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the scope (subject device) did not have an image when it was connected to the travel trolley processor, there was an unusual image pattern, similar to a kaleidoscope, but there was an image when it was connected to the processor in the bronchoscopy suite. The customer also reported the device displayed an e226 error message. There was no patient or user injury reported due to the event. A biomedical engineer at the user facility confirmed that the scope was not involved with any patient-related incident. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating was peeling off of the insertion section, and the image appeared blank with a b30 error (scope communication error). This report is being submitted for the malfunctions found by service during the device evaluation (coating peeling off and b30 error). Additional details were requested regarding the reported event; however, no further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the reported events are unable to be determined. However, the causes of the events are likely due to physical stress. It is also likely that water invaded scope connector, electrical components were broken, and error code was displayed during user handling of the device. The event can be detected by following the instructions for use (IFU) which state: "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.